Manufacturer narrative:
Concomitant medical products: product ID: 3531, product type: external neurostimulator. (B)(4).

Event description:
The consumer reported she was moving on to the implant with no long term issues. It was noted that she had good effect for the 1st 36 hours then there was a lack of effect after 36 hours. This was considered to be sudden. The patient caused the lead to move/ migrate. There was no further information provided about this event. If additional information is received, a follow up report will be sent.